Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an insulin-sensitive user experienced recurrent low glucose readings and perceived excessive insulin delivery while using the ilet system, including a rapid downward trend near 121 mg/dl that required suspension of insulin and intake of fast-acting carbohydrates; the user also reported difficulty with the power/display button and confusion from starting a cgm sensor before connecting the pump, after which a replacement pump was provided and the user discontinued meal announcements and elected to return the device. Symptoms included hypoglycemia and rapid glucose decline. Outcomes included use of oral carbohydrates, self-management actions, and discontinuation of ilet for insulin dosing. Investigation included technical support review, user retraining and education, and replacement of the pump. Investigation of this case revealed user setup error related to cgm start prior to pump connection, continued perception of over-delivery despite use of ¿less for me¿ meal feature and reported intermittent power/display button responsiveness; no injury or hospitalization occurred. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.